Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18230828/18230828/16975967.

Event description:
It was reported that patients ipg was not holding a charge. It was noted also that patients lead had impedances. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively and the explanted devices will not be return due to hospital policy. No device malfunction was suspected.